Event description:
Customer reported device = 410 mg/dl in the morning. Customer called 911. Ambulance device = 210 mg/dl thirty minutes later. No treatment received. A request was made for return product and replacement product was sent.